Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with a non-mdt stent graft system for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 4 months post the index procedure the patient expired from an unknown cause. The investigator has assessed that the event as undetermined. The sponsor has assessed the death as not related to the study device or to the study procedure and unlikely to be related to the aneurysm disease. No additional clinical sequelae were reported.